Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited noise which resulted in a diagnostic anomaly. The implantable cardiac monitor was explanted and replaced with a pulse generator.

Event description:
Additional information indicates that the condition of the patient was normal post procedure.